Event description:
It was reported that the 15 bd angiocath plus¿ IV catheter tubes were found torn. The following information was provided by the initial reporter: "catheter tube is torn".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary six samples were received by our quality team for evaluation. Five samples were received without packaging, and one samples was received with open packaging. The samples were subjected to visual inspection to check for catheter damage. For samples 1 through 4, the needle pierced through the catheter tip was observe. For samples 5 and 6, a ¿v-cut¿ was observed on the catheter tubing near the catheter adapter nose (sample 5) and catheter tip (sample 6). A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. For the needle pierced through the catheter tip, the assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would have been detected and automatically rejected by the inline tip spear 100% vision inspection system. This could have also occurred during product application when the product was manipulated. As the samples were returned in open packaging or without packaging, a root cause cannot be established. For the ¿v-cut¿ that was observed, the manufacturing process was reviewed. There are no stations that could cause a ¿v-cut¿ on the catheter tip. The cut matches the shape of the cannula bevel, which could be caused by the needle piercing through the catheter. This can occur during product application when the product was manipulated or during the needle cover removal. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection.

Event description:
It was reported that the 15 bd angiocath plus¿ IV catheter tubes were found torn.